Event description:
A talent stent graft sys was implanted in a pt for the endovascular treatment of a 7.6 cm abdominal aortic aneurysm. It was reported that after the stent graft was implanted there was a proximal type 1 endoleak as there was an inadequate seal (see MFR # 2953200-2010-01839). A 24 mm aneurx cuff was selected to intervene for the leak, but upon opening the package, the device was noted to be kinked near the stent stop. The packaging was unremarkable. The device was not used in the pt. A 24 mm aneurx aortic cuff was placed proximally; however, there was still an endoleak, likely a combination of a type 2 or a type 3 endoleak (potential tear) which was coming from the center of the graft (see MFR # 2953200-2010-01840). Another aneurx iliac limb stent graft was placed to reline the cuff, which successfully resolved the endoleak. A type 2 endoleak was seen afterwards. No additional clinical sequelae were reported, and the pt is fine. Device eval has been completed. The device was returned loose on tray and was not secured. The stent graft was still loaded in the delivery catheter. There was a severe kink on the sheath at 4.5cm from the edge of the graft cover (distal to the stent stop). The taper tip was extending 3mm from the graft cover. The slider was retracted 5mm. No abnormalities noted with the device. The complaint was confirmed. The sheath was kinked distal to the stent stop as reported. It was not possible to determine how the kink occurred. The packaging was not returned for eval. The kink might have occurred during shipping or handling, but it could not be confirmed.

Manufacturer narrative:
(B)(4).